Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[needs remediation (service admin couldn't find this model 8015bdaixen9331 as part or tga recall) so wasn't sure if this is part of rc-2020-rn-00724-1 8015bdaicen9331 8015bdaixen121 8015lsaixen9191 8015lsaixen9331 8015lscixe91240]. There was no reported patient involvement.